Event description:
It was reported that a female patient was returned to the o.r. For revision due to pain several days post-op due to mal-positioning of two matrix pedicle screws. The two screws were removed and re-positioned. During the revision procedure, four matrix locking caps were very hard to remove and broke three matrix screwdrivers. Four locking caps were replaced by 4 new caps. Surgery extended by approximately fifteen minutes. There was reportedly no harm to the patient. This is report 3 of 9 for complaint (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This instrument is a driver found in the matrix spine system. The surgeon uses this driver to provisionally tighten the locking cap. In addition, the user also uses this instrument to install pedicle screws. This instrument is not to be used to loosen or remove locking caps. Based on the complaint description, the surgeon used this instrument to loosen a locking cap. The technique guide includes the following caution associated with loosening or removing locking caps: ¿never use a fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient.¿ the chu engineer reviewed the relevant drawings. These drawings call out the appropriate dimensions, materials, and finishing process for a robust driver to tighten locking caps and unassembled pedicle screws. The right-hand threaded handle-shaft connection is not suited for counter clockwise torque. The chipped lobes indicate that the driver potentially was not fully inserted in the locking cap. The twisting of the tip also indicates that the torque applied exceeded the yield strength of the driver. Since the surgeon used this driver to loosen a locking cap, the disposition for this complaint from a design perspective is invalid.